Manufacturer narrative:
Falsely increased wbc values can occur with wbc counts of any level in sickle cell patients. The wbc count and differential can be affected in these samples due to identification of lyse-resistant sickle cells as lymphocytes. Recent studies have identified the wbc reagent supply tubing as contributing to this issue. To reduce the probability of this occurring, the tubing well be replaced on the cd sapphire analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account states that an invalid wbc was generated on one patient when using a cell-dyn sapphire analyzer. The sample was repeated in rstrbc mode with no flags with a lower wbc result and a smear also showed a lower result. The account also states that 4-5 patient samples that were not flagged for rrbc's that the wbc count was reported out of the lab and after slide review, corrected reports were sent out. No impact to patient management was reported.